Event description:
It was reported that the customer was having difficulty uploading her insulin pump data to care link owing to a java update that would not install. Her blood glucose was unknown at the time of reporting. Nothing is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.